Manufacturer narrative:
Exemption number e2019001. The device remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 mm graftmaster stent was implanted in the mid right coronary artery to treat a micro perforation. The patient had an intramural hematoma with a pericardial effusion. The graftmaster successfully sealed the perforation, but the patient expired the next day in the intensive care unit. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.